Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during full withdrawal of the closure device. The button to deploy the plug could not be pressed, preventing hemostasis. Manual compression was ultimately used. There was no reported patient injury. There were no visible signs of device or packaging damage prior to use. The device was stored and prepared per the instructions for use (IFU). There was no difficulty connecting the non-cordis sheath and exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and both devices were retracted together until bleed back ceased. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the wire loop was visible but could not be moved during external manipulation. No external deployment attempt was made, but external wire pull remained immobile and the indicator window showed no color change. A non-cordis catheter sheath introducer was used. Angiography confirmed the femoral artery's suitability with appropriate insertion angle and vessel diameter =5 mm. The puncture site showed mild calcium/plaque, with no vessel tortuosity, stent, or stenosis >50%. No prior closure or vascular abnormalities were reported. The procedure was a transcatheter intracranial thrombectomy and cerebral angiography with a retrograde approach. The physician was certified in the use of exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during full withdrawal of the closure device. The button to deploy the plug could not be pressed, preventing hemostasis. Manual compression was ultimately used. There was no reported patient injury. There were no visible signs of device or packaging damage prior to use. The device was stored and prepared per the instructions for use (IFU). There was no difficulty connecting the non-cordis sheath and exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and both devices were retracted together until bleed back ceased. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the wire loop was visible but could not be moved during external manipulation. No external deployment attempt was made, but external wire pull remained immobile and the indicator window showed no color change. A non-cordis catheter sheath introducer (csi) was used. Angiography confirmed the femoral artery's suitability with appropriate insertion angle and vessel diameter =5 mm. The puncture site showed mild calcium/plaque, with no vessel tortuosity, stent, or stenosis >50%. No prior closure or vascular abnormalities were reported. The procedure was a transcatheter intracranial thrombectomy and cerebral angiography with a retrograde approach. The physician was certified in the use of exoseal vcd. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window was received in full transition and the device was successfully deployed with full lever depression. The exact cause for the issue reported could not be determined, especially since the condition of the device received does not match the event reported, as it was received with the window fully transitioned. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.